Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
It was reported that during transseptal puncture the sheath perforated the heart. The non-abbott ice catheter (soundstar) and contrast revealed an effusion. The patient's blood pressure was monitored which was noted to remain stable. The patient is stable. This report reflects information received by FDA in the form of a notification per 803.22(b)(2).